Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that when pressing the button of their activator, the light on top is lit but nothing else happens. There were no activator issues previous to this call. The operation of the activator was explained and the activator was replaced. No patient complications have been reported as a result of this event.